Event description:
It was reported the menu screen of the epg (external pulse generator) was not working. The connector for the ribbon cable on the pcb (printed circuit board) was found to be broken. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Screen of lcd (liquid crystal display) was not working due to a loose connection. Connector latch of the lcd is broken. No silicone on the broken latch side of the connector. It is noted that the customer tampered with the device. Lcd screw is missing. Upper and lower cases and side bail covers are broken. Ring cover is contaminated. The ring is bent. Battery drawer has a cosmetic dent. Keyboard is scratched (cosmetic).